Manufacturer narrative:
Corrected data for h.10: the reason for this revision surgery was reported as an infection. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the lot number was necessary. In addition to the lot number not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. Given the limited information, a search for an invoice (of the previous surgery) could not be conducted, therefore; the item(s) removed could not be identified additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the lot number was necessary. In addition to the lot number not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to possible infection.